Event description:
Foscarnet infusion programmed into pump at 62.4 ml/hr at 1815. Normal saline bolus to be run concurrently at 250 ml/hr. Infusions were running on 2 separate pumps and y'd below pumps. At change of shift (1900) the rns verified that both pumps were infusing. A little while later the rn noted a lot of fluid was still left in the foscarnet bag. No pump alarms had been sounding. Rn contacted pharmacy to inquire about saline fluid running without foscarnet infusing. Pharmacy gave approval that foscarnet can be reprogrammed and administered without additional saline. Rn obtained new IV infusion pump and dose was administered without difficulty.